Event description:
It was reported a peripherally inserted central catheter (PICC) was unsuccessfully placed. It was noted post placement, that the catheter was leaking. The catheter was successfully removed via the proximal end. Another PICC was placed for contiuation of treatment. The pt's condition is good. The device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number was not provided a device history search could not be performed.unser technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.